Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the tip of the bending plier got broken while the surgeon was trying to bend the reconstruction plate. No patient harm, they used another bender to complete the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation of the returned instrument has shown that one of the holding pins is indeed broken off as complaint. Some discoloration on the broken surface is evident, which suggests that the pin may have been cracked previously. The broken surface of the broken bending pliers is homogenous which indicates material conformity to the specification as well. The manufacturing records were reviewed and no deviation to the specification was found. The instrument was manufactured in september 2005. Therefore it is likely the complained malfunction is normal wear and tear caused by frequent use; wear is evident. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.